Event description:
It was reported that a straight catheter kit was removed from the supply room to take into a patient¿s room, and it was noted that brown betadine fluid had leaked throughout the kit. Upon further inspection, several catheter kits were found in the supply room bin that had also leaked betadine, and some had leaked all the way through the paper part of the packaging and had dried on the outside of the packaging. The damaged kits were removed from the supply room and discarded after being shown to the unit manager and assistant manager.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states; do not use if package is damaged. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a straight catheter kit was removed from the supply room to take into a patient¿s room, and it was noted that brown betadine fluid had leaked throughout the kit. Upon further inspection, several catheter kits were found in the supply room bin that had also leaked betadine, and some had leaked all the way through the paper part of the packaging and had dried on the outside of the packaging. The damaged kits were removed from the supply room and discarded after being shown to the unit manager and assistant manager.